Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited changes in the electrical parameters. This was noticed during a routine follow up. No further information was provided. This lead was explanted and replaced. No additional adverse patient effects were reported. At this time, there is no indication of product return.

Event description:
It was reported that this right ventricular (rv) lead exhibited changes in the electrical parameters. This was noticed during a routine follow up. No further information was provided. This lead was explanted and replaced. No additional adverse patient effects were reported. At this time, there is no indication of product return.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.